Event description:
It was reported that a patient experienced connection issue with their minicap not fitting in their transfer set during peritoneal dialysis therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The minicap was returned and an evaluation of the device was completed. Visual inspection identified damage to the threading of the device. Further analysis of the threading identified small filaments on the minicap threading which were indicative of an improper connection/disconnection from the transfer set. A simulated use testing duplicated the reported condition. A batch review of the associated lot number was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the reported connection issue was determined to be a use error. The user connected/disconnected the minicap without properly twisting the minicap until secured which damaged the minicap threading. The minicap package insert states: ¿twist the minicap clockwise onto the transfer set connector until firmly secured¿at time of exchange, remove minicap by rotating counterclockwise and removing cap from transfer set connector.¿ a review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A sample has been received and a complete evaluation of the device is yet to be completed. Should additional relevant information become available, a supplemental report will be submitted.